Event description:
Medtronic representative reports the pt had a loss of stimulation one month ago. Ins battery was interrogated and found to be at 70% depletion. Impedances on all electrodes were at 1579 ohms. During replacement surgery after surgical disconnection from the extension, the lead was tested with a snap lid and all electrodes were over 10,000 ohms. Lead was removed and all components replaced. Pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.